Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Reportedly, customer changed cartridge outside of the load sequence and did not perform fill tubing. Customer¿s blood glucose level was 450-451 mg/dl.